Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (b)(\4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the consumer regarding the delivery of fentanyl (10000mcg/ml, 1.888mcg/day) in an implantable pump for non-malignant pain. The pump was relocated on (B)(6) 2015. A couple days prior to the revision, a dye study was performed and it as discovered the patient was not getting medication. The patient thought whatever the implanting physician did in (B)(6) 2013 "made it so the patient was not getting any medication." "No one could get it to work right or put it on the right placement." The patient now has made the decision to have the pump removed. The patient was redirected to discuss pump removal with their healthcare provider (hcp). Additional information was received from a hcp on (B)(6) 2015 indicated the cause of the patient not receiving medication was catheter failure. The surgeon believed the catheter was punctured by a needle. The issue was thought to have been resolved after the revision on (B)(6) 2015. Records indicate the catheter was replaced ((B)(6) 2015). Please refer to mfg. Report# 3004209178-2014-23904 for information pertaining to pump movement in the pocket. Please refer to mfg. Report# 3004209178-2015-24975 for information on the second catheter. Records show the patient had two active catheters and it was unknown which catheter was punctured.